Event description:
This procedure was performed in (B) (6). An sfa calcified lesion was dilated with a 6x150 evercross balloon. Upon reaching 10atm, the balloon burst. Upon retrieval, the evercross balloon separated at the sheath, and the balloon and inner lumen embolized. The sheath was pulled and the pt was sent to surgery to remove the distal balloon. Pt had no further complication.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.